Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, rupture, ¿a thick film around the prosthesis and abnormal fluid collection around the prosthesis, and "multiple folding." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and underweight. A microscopic analysis was performed which identify a opening striated in the radius side. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture and seroma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, rupture, ¿a thick film around the prosthesis and abnormal fluid collection around the prosthesis, and "multiple folding." Device has been explanted.